Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received a result of 187 mg/dl. The normal control range was 87-121 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation, but the customer called back and stated that he had disposed of them. Replacement test strips were sent to the customer.